Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage on the insulin pump, short battery life and no insulin delivery when pressing to bolus. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done for the damage issue and found the damage was on the battery tube side case and the insulin pump's functionality was affected. Troubleshooting was not done for the other issues. Advised the insulin pump would be replaced. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. Battery cycle 4.0 received the lowbatteryalert (104) on 08/19/2025 18:44:00 after more than 7 days at 19.19 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. The adapt tool was also utilized to search for alarms that may have occurred in the past or during a complaint call that might of triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review, pump error 63 was noted on 07/31/2025 14:13:02.000 which is suspecting hw error problem with twi interface or with ad5161 chip. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted during visual inspection. Unit was isolated to the electronic stack due hardware error. The following cosmetic damages were noted: cracked battery threads, cracked battery tube, cracked case, cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegation was not confirmed regarding the charge/battery lasts less than expected and delivery anomaly verified via the baat and adapt tool. However, pump error 63 was noted via history files, isolating the unit to its electronic assembly. Customer allegation of damage to the battery compartment was confirmed when a cracked battery threads, cracked battery tube, and a cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.